Event description:
A clinic manager reported that during a hemodialysis (hd) treatment there was a dialyzer blood leak. In a follow up, the manager reported that the blood leak happened less than 2 minutes after the initiation of the hd treatment.the blood leak was described as being an internal blood leak. The machine was a fresenius 2008t machine and alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The blood leak was visually seen in the dialyzer. Fresenius bloodlines were used. The patient¿s estimated blood loss (ebl) was 250ml. There was no patient injury, adverse events or medical intervention required. There was no damage seen on the housing of the dialyzer, just the internal fiber "break" inside of the dialyzer. The treatment was completed the same day. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: b.5. Correction: d.3., d.4., g.1.

Manufacturer narrative:
Plant investigation: the customer provided a photograph of a dialyzer connected to bloodlines/tubing. The lot number and expiration labels are visible in the image. There appears to be fluid within the dialyzer housing, along with evidence of a blood leak in the fibers in the bell housing at the top side of the label. The customer also returned one dialyzer, without the pre-packaging pouch, from lot number 22su02005 for evaluation. The fibers were wet, with residual blood throughout. The sample was subjected to a bubble point test. A leak was detected at approximately 240°, with the dialysate ports situated at 0°, on the non-cavity ID end. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a potted fiber fragment was identified at the leak location on the non-cavity ID end. The fiber fragment was approximately 5.53mm in length. An opposing end was not identified. .a review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. The investigation into the complaint was able to confirm the reported event.continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A clinic manager reported that during a hemodialysis (hd) treatment there was a dialyzer blood leak. In a follow up, the manager reported that the blood leak happened less than 2 minutes after the initiation of the hd treatment. The blood leak was described as being an internal blood leak. The machine was a fresenius 2008t machine and alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The blood leak was visually seen in the dialyzer. Fresenius bloodlines were used. The patient¿s estimated blood loss (ebl) was 250ml. There was no patient injury, adverse events or medical intervention required. There was no damage seen on the housing of the dialyzer, just the internal fiber "break" inside of the dialyzer. The treatment was completed the same day. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinic manager reported that during a hemodialysis (hd) treatment there was a dialyzer blood leak. In a follow up, the manager reported that the blood leak happened less than 2 minutes after the initiation of the hd treatment. The blood leak was described as being an internal blood leak. The machine was a fresenius 2008t machine. Blood leak test strips were used and tested positive for the presence of blood. The blood leak was visually seen in the dialyzer. Fresenius bloodlines were used. The patient¿s estimated blood loss (ebl) was 250ml. There was no patient injury, adverse events or medical intervention required. There was no damage seen on the housing of the dialyzer, just the internal fiber "break" inside of the dialyzer. The treatment was completed the same day. The device is available to be returned to the manufacturer for evaluation.